Event description:
It was reported that an ilet user experienced prolonged hyperglycemia with cgm readings up to 401 mg/dl and meter confirmations up to 400 mg/dl while using a dexcom g7, associated with an incorrect infusion set selection for cannula fill, a bent inset 6 mm cannula on a later change, and a body weight misentry of 15 lb instead of approximately 150 lb that led the system to deliver very small doses; settings were corrected and supplies were changed, after which glucose trended down to 273 mg/dl. Symptoms included hyperglycemia, dry mouth, and increased appetite. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device findings available, and the medical device problem and device component could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.